Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being submitted to update the conclusion code.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that another manufacturer's right atrial (ra) lead was electrically abandoned due to variable impedance measurements. Currently another manufacturer's right ventricular (rv) lead and pacemaker now exhibit high out of range pacing impedance measurements of greater than 2000 ohms. It was noted the patient does not pace. Boston scientific technical services (ts) discussed potential causes and suggested evaluating the lead in unipolar configuration. Ts further discussed the option of splitting bipolar sense and unipolar pacing. The clinician would discuss the options with the physician. The pacemaker and another manufacturer's ra and rv leads remain in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements on the pacemaker and another manufacturer's right atrial (ra) lead. Boston scientific technical services (ts) was consulted and upon review of the data found the impedance measurements were greater than 3000 ohms and there were inappropriately stored atrial tachy response (atrs) due to oversensing of noise. A cause has not been determined and at this time the physician has opted to continue to monitor the patient via the remote home monitoring system. The pacemaker and ra lead remain in service and no adverse patient effects were reported. The device was explanted almost eight years later for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements on the pacemaker and another manufacturer's right atrial (ra) lead. Boston scientific technical services (ts) was consulted and upon review of the data found the impedance measurements were greater than 3000 ohms and there were inappropriately stored atrial tachy response (atrs) due to oversensing of noise. A cause has not been determined and at this time the physician has opted to continue to monitor the patient via the remote home monitoring system. The pacemaker and ra lead remain in service and no adverse patient effects were reported.